Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up, down and act ) button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm, charge battery anomaly, prime/fill anomaly and low reservoir alarm due to buttons not responding. Device received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensors would not stay connected to the insulin pump, screen was difficult to read in glare, battery life was 5 days maximum, the insulin pump sometimes would give reservoir errors when there was still insulin in pump and the insulin pump sometimes squirted insulin during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.